Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -15.00/4.5/095 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2024 the lens was exchanged for a longer length toric lens with different power and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).